Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform displacement test due to pump flashing white light on the display.

Event description:
The customer reported via phone call that the insulin pump screen was damaged. The customer¿s blood glucose level was 111 mg/dl at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.